Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: upon further review device was explanted due to therapy upgrade and lead compatibility, please disregard report #2124215-2023-05311.